Manufacturer narrative:
Additional information received on feb 17, 2022, the patient underwent bilateral replacements as follow: l/ cat#: smpx-525, sn#: (B)(6) , r/ cat#: smpx-525, sn#: (B)(6) . Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: cap con iii. (B)(4).

Event description:
It was reported that a (B)(6)-year-old african american female who underwent a breast augmentation primary with an unknown mentor silicone breast implant experienced bilateral capsular contracture grade iii post procedure. The matter was diagnosed through physical examinations. As a result patient underwent removal on (B)(6) 2021. This report relates to the left prosthesis.